Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 8 kept failing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 8 failed. A field service engineer (fse) reported that door 8 on the double wide tall auxiliary clicked multiple times and then failed. Although they were able to recover it temporarily, the issue reappeared after a day or two with double or triple clicks followed by failure. During fse investigation using the hardware test application, fse could not get latch 8 to malfunction, so fse replaced the latches on all door 8 and verified proper operation through the hardware test application. The system functioned as intended after the field service engineer repaired the device.